Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences?

Event description:
It was reported that during a sleeve gastrectomy procedure, there were difficulties with the opening and closing system of the device and then incomplete stapling occurred with the device, so used a manual suture. Then a second refill was used, which worked successfully. Patient consequence was not reported.

Manufacturer narrative:
(B)(4) date sent: 4/6/2021 d4: batch # u5dt73 h6: component code: mechanical(g04) investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received fully fired, during a further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor, bulkhead contacts, and pcb board. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.